Event description:
I had the essure implanted (B)(6) of 2010. I started having heavy periods right away, sometimes twice a month. Around (B)(6) 2012 I have cramping all day everyday. I now have lower back pain, hip pain, chronic pelvic pain, weight gain, depression, irregular bleeding, burning feeling in vaginal area, sharp stabbing on my left side, migraine headaches (daily), hot flashes, anxiety, nausea (daily), numbness in hands and in the last month ((B)(6) 2014) the dr found a large cyst on my right ovary and cervical dysplasia. (B)(4).